Event description:
A medtronic nt representative reported an alleged inaccuracy of an unspecified amount, a few mm, occurring while in a transphenoidal procedure. The surgeons registered with touch-n-go with a value of 1.4. Surgeons confirmed accuracy after registration and were accurate at that time. The medtronic representative reported that the fiducials were placed relatively symmetrically. The surgeons alleged inaccuracy was past the midline, only on the patient's left (closest to the reference frame), while navigating with the passive planar blunt. The surgeons would occasionally stop and use the navigation probe to check the position. The surgeons noted they hit the left carotid artery when drilling with a non-navigated sphenoid drill. Navigation was not discontinued, nor was surgery. A follow-up surgery was anticipated to correct the bleeding. Following the procedure, the second surgery was cancelled due to the patient death on (B)(6) 2012.

Manufacturer narrative:
Following the procedure, a medtronic representative at the site tested the stealthstation s7 system with a model head and could not re-create the inaccuracy; system was accurate using the same registration method and instrumentation to test accuracy. Spheres used during case were not available during testing and were discarded. Ndi spheres were used during the case and for subsequent testing. Sphenoid drill used during surgery was not navigated (system could not display location of drill). Upon completion of the investigation of this complaint, no software faults or anomalies were found to be the cause of the alleged inaccuracy. This case may be re-opened if further information is received that would require a new investigation.